Event description:
Patient's parent gave an injection at the right side of gluteal region and realized the end of the needle was missing. Patient taken to hospital, x-rayed revealed a needle remained at the injection site. Patient received surgery to remove the needle.

Manufacturer narrative:
To date, product has not been returned for evaluation. If product is received, evaluation will be conducted. Unable to conduct complaint history check review as the lot number is unknown. Regulatory compliance will continue to monitor.